Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240 alarm, which occurred on the homechoice (hc) during use, during fill 2 of 5. The baxter technical service representative (tsr) determined that the heater bag disconnected from the setup. The tsr had the home patient (hp) close all the clamps to the bags/patient line/transfer set and they cycled power off and on and it alarmed se 2367. They cycled power off and on and pressed go to start and were at load the set and pressed go. The tsr advised the hp to dispose of the current supplies attached and start over with all new supplies or manual bags. The patient was connected either at the time of the alarm or observed air. The patient line was properly primed before connecting. Patient extension lines were not used. The patient did not disconnect any time prior to the alarm. The supplies were not damaged by an outlet port clamp or an assist device used to make the connections. It was unknown how the hp would complete therapy. The hc was operational. The solution to this issue was provided over the phone and a swap of the device was not necessary. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was undetermined. This issue is being investigated through CAPA. Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed if any additional information becomes available.